Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that the stent fell off the balloon (dislodged) during prep. No patient involvement. Another xience v of the same size was used successfully. No additional even or patient information is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance revealed the stent delivery system (sds) was returned with blood and contrast on the balloon and on the distal shaft. The stent implant was returned dislodged from the balloon. The struts from the middle portion to the distal end were stretched and crushed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant middle and distal outer diameter could not be measured due to the damages noted. The distal outer diameter measurements met manufacturing criteria. Product performance engineering reviewed the incident. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices and/or previously implanted stents. The stent damage was not reported as being observed during product inspection prior to use and may be a result of handling of the product during packing/shipping back to abbott for evaluation. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. A sampling of units is destructively tested prior to release to verify stent dislodgement force. The manufacturing records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. It is possible that positive pressure was inadvertently applied to the system at some point, causing the stent to slightly expand, and ultimately leading to the stent dislodgement, however, a conclusive cause cannot be determined. In this case, a definitive cause of the stent dislodgement and stent damage cannot be determined. Product performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.